Event description:
The customer reported that during an infusion of 0.18% sodium chloride and 10% glucose, the clinician noted a back flow of blood and on closer inspection found a crack in the t-piece.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction: product received was on an unused sample. Conclusion: the customer report of a crack occurring at the point where the smartsite was connected could not be confirmed. Visual inspection of the sample set noted no damages or anomalies. The sample was pressure tested with no leakage or air ingress identified at any point. The sample was connected to 3 different male luers without creating any crack or damage in the female luer. The root cause could not be identified; no issues were identified with the sample set. The reported set was not returned for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported feedback.